Event description:
It was reported that there was a power on reset (por) condition. It was stated that the parameters and serial number had to be reentered. It was noted that no error code was associated with the por. It was later reported that the por was cleared, although the cause was not determined. It was stated that the stimulation was restored, although the patient had "extreme" sensitivity to postural change. It was noted that an impedance check revealed that one electrode was out of range, which was "made sure not to use." The battery check revealed status was "ok." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer; patient product ID (B)(4), lot # lb6465, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot # j0235384v, implanted: (B)(6) 2003, product type lead.